Manufacturer narrative:
PMA/510k: this part is not approved for use in the united states; however, a like device with catalog # 1476000500, 510k # k091974, UDI # (B)(4) is approved for sale in the us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: adjacent segment disease occurred. Procedure: posterior lumbar inter-body fusion (plif). Level implanted: l4/5. It was reported that after patient underwent surgery due to adjacent segment disease and performed with domino and dual rod. Post-op, rod broke on the dual part , so the rod was replaced, and reinforced the dual rod additionally. Due to rod breakage revision surgery was performed.